Event description:
It was reported that at the mid to end point of the implant of this implantable cardioverter defibrillator (ICD) the patient went into respiratory arrest. Ventricular tachycardia (vt) and ventricular fibrillation (vf) occurred and the device successfully delivered therapy, however the patient then went into pulseless electrical activity (pea). The patient became acidotic and subsequently expired. An echocardiogram was performed and there was no evidence of tamponade or perforation.